Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was 400 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was able to reload the cartridge and resume insulin delivery after each occurrence. Reportedly, the customer has manual injections available as alternate insulin therapy.